Event description:
It was reported that the customer had a couple of no delivery alarm. The blood glucose level is 164 mg/dl. Customer states a she had a bent cannula when no delivery occurred. Troubleshooting was performed and the issue was resolved by a complete infusion set change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.